Event description:
During a code, when attempting to remove one step CPR pads, as directed from the packaging by the red tab, the pads tore and the plastic backing tore. The pads were not usable, therefore other pads had to be obtained from the drawer of the code cart. This led to a delay in pad placement on the patient who was in cardiac arrest. Rosc (return of spontaneous circulation) was achieved by the team. Afterwards, it was unclear which set of pads came from which packaging, so both lot numbers were included for product failure reporting: 1525a or 0726.